Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a catheter leak occurred. An apex monorail 12mm x 2.50mm balloon catheter had been advanced to treat an unspecified lesion. During the procedure, the balloon was inflated to an unspecified pressure. The physician noted a "modification" on the pt's electrocardiogram. The apex was removed and a "leak" was noted on the catheter. The pt was given oxygen to prevent an air embolism as the physician thought the catheter leak could result in air in the pt's coronary artery; however, no info has been rec'd indicating the occurrence of an air embolism. The pt is reportedly "fine".

Manufacturer narrative:
(B)(4).